Event description:
It was reported that the numbers were ramping up and the customer received a button error alarm on the insulin pump. Customer's blood glucose was 185 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted. All buttons functioned properly. However, corroded keypad traces were noted. No ramping numbers were noted on the display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners.